Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the patient, a blood leak was noted from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.